Manufacturer narrative:
The device was not returned to bausch & lomb for evaluation. The lot number of the delivery device is unk; therefore, a review of the device history records could not be performed.

Event description:
The surgeon reports that a posterior capsular tear was noted after implantation of the sofport li61se lens using the ez-28 delivery device. The lens was removed intraoperatively and another li61se lens (16.50 diopter power) was successfully implanted. Reference MDR # 1119279-2011-00072.